Event description:
New information received suggests the suspected right ventricular lead damage was not confirmed by imaging. There were no additional complaints with regards to the radiofrequency (rf) lockout and it was suspected to have self resolved.

Event description:
Related manufacturer report number: 2017865-2023-20097. It was reported that multiple non sustained right ventricular oversensing episodes were observed on the pacemaker leading to radiofrequency (rf) lockout. Further information received suggests lead damage was suspected which may have led to multiple non sustained right ventricular oversensing episodes for myopotentials. The patient was stable throughout.